Event description:
Dexcom sensor change resulted in inaccurate readings 100 points off, leading to serious high blood sugar which we managed without intervention. Product is regularly inaccurate the first 24 hours, but not often 100 points.